Event description:
Caller reported a malfunction on their tandem pump, identified as malfunction 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and no further malfunctions occurred. They were advised to continue using the pump and to call back if the issue reoccurs, a recommendation which the caller understood and acknowledged.